Event description:
It was reported that this right atrial (ra) lead exhibited p-wave and r-wave undersensing due to suspected damage. The ra lead was also noted to have exhibited high out of range pacing impedance measurements and oversensing of the right ventricular (rv) signal. The patient was also noted to have experienced some undesired stimulation associated with the suspected damage. The device programming is expected to be optimized at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.